Event description:
It was reported that the patient had several recurrences of driveline infection with bacteremia. The driveline exit site was debrided several times and required intravenous (IV) antibiotics and a wound vac (vacuum assisted closure).

Manufacturer narrative:
The date of event has been estimated. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The manufacturer is closing the file on this event.